Event description:
Company rep reported environmental changes to a pt's device settings. Pt received an MRI which caused the change. When he came in for programming his device which was programmed with the following setting on the right side as c+, 1-, at 6 volts, now showed a voltage of zero.

Manufacturer narrative:
(B) (4).